Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that backflow of blood into IV lines have occurred on several patients during infusion therapy on sigma spectrum devices. It is unknown if any patient injury or medical intervention resulted from these events.